Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a starclose device after a coronary angiogram diagnostic procedure. Hemostasis was achieved using the clip. Reportedly, the patient was not notified until after the procedure that the device contains nickel. The patient is allergic to nickel. The patient has contacted the physician who deployed the device and states that the physician refuses to remove the clip. Reportedly, the patient has hives one inch superior to the skin puncture. The hives have started to resolve following application of ice. The patient declined oral steroids due to immunosuppression. It is unknown if the physician is trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Per the instructions for use- contraindications: the starclose se vascular closure system is contraindicated for use in patients with known hypersensitivity to nickel-titanium.